Manufacturer narrative:
Product evaluation: failure analysis for fiber(B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild charred detritus adhesion. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a surgical procedure at 78,099 joules of use, "the aiming beam was firing straight out of the fiber - aiming beam fires straight out of the tip". A second fiber was used to complete the procedure; 184,047 joules of use. Patient outcome: "no injury".

Manufacturer narrative:
(B)(4).